Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a lead revision procedure. It was noted that the patient's right ventricular - rv lead was experiencing loss of pacing due to oversensing. The rv lead was capped and replaced with a new lead on (B)(6)2020. The patient was stable before, during and after the procedure.